Event description:
It was reported that the power cord of the docking stating got hot and caught fire which caused the cord to melt. There was no patient involvement and no adverse consequences associated with the device. The repair technician noted that the back flow valve was leaking onto the power cord and caused fire. The tech replaced the power cord and power module and the device was returned to service.

Manufacturer narrative:
The repair technician noted that the back flow valve was leaking onto the power cord and caused fire. The tech replaced the power cord and power module and the device was returned to service.